Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. It was reported by the distributor that they found foreign matter in the unopened package of a flexor ureteral access sheath and dilators. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, quality control data, and specifications. The complainant returned one unopen package containing a flexor ureteral access sheath and dilators for investigation. During a visual examination of the unopen package foreign matter could not be located inside the sealed package. Dark colored foreign matter was confirmed by a photo attached to the file. A review of the device history record found two non-conformances related to the complaint device lot number. One of the non-conformances is related to the reported failure mode, but due to individual inspection of packaged products for foreign matter, one nonconformance in the lot is not indicative of additional products in the lot. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The cause for the complaint is attributed to an isolated packaging event in which an operator missed the observed foreign matter during inspection. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Name and address: postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported by the distributor that they found foreign matter in the unopened package of a flexor ureteral access sheath and dilators. There were no adverse effects because there was no patient involvement.